Event description:
It was reported that 2 bd alaris smartsite needle-free valves were clogged. The following information was provided by the initial reporter: smartsite needle free connector could not be flushed with saline prior to connecting to cannula.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd alaris smartsite needle-free valves were clogged. The following information was provided by the initial reporter: smartsite needle free connector could not be flushed with saline prior to connecting to cannula.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 20116578. D.4. Medical device expiration date: 11/23/2023. H.4. Device manufacture date: 11/23/2020. H.6. Investigation: a 2000e-04 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20116578. No further information was available relating to the make and model of the component connected to the smartsite in this instance. A review of the production records for lot 20116578 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. However, following a small number of similar reports bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature.